Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure and blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and when positive pressure was applied, liquid was observed to be leaking from a balloon pinhole located approximately 2mm distal to the distal end of the proximal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades and all blades were present and fully bonded to the balloon surface. Also, the hypotube was kinked at several locations along its length. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a coronary vessel. A 10/ 2.50 flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the balloon ruptured. The device was simply pulled out from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and patient's status was good.